Manufacturer narrative:
Received two new list #142540489 primary plum sets. No damage or anomalies noted on the received set. Each set was leak tested per specification. No leakage was observed on either set. The complaint of leak could not be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending. Additional contact information: (B)(4).

Event description:
The event involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch where the customer reported that 1.5hrs into paclitaxel infusion, a nurse (rn) observed droplets on paclitaxel filter. The infusion was paused. On assessment, the patient did not have any damp/wet areas on clothing or skin. When taxol filter wrapped with blue pad, pad became damp. There was patient involvement and no patient injury.